Manufacturer narrative:
(B)(4). The device was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the light didn't work during an urgent intubation. The customer reports that there was a delay in surgery.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the batch number 1603342 and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. Based on the investigation performed, the complaint was confirmed. A CAPA has been opened to further investigate this issue.

Event description:
The customer alleges that the light didn't work during an urgent intubation. The customer reports that there was a delay in surgery.